Event description:
The recovery room nurse mgr alleged that two hosp staff members were transporting a pt and the intellidrive batteries died. The employees finished transporting the pt, but both were injured. The nurse mgr reported the employees did not deactivate the electronic brake switch when the intellidrive lost power. A nurse practioner alleged she witnessed the two employees hit the wall with the bed when the alleged injuries occurred.

Manufacturer narrative:
The nurse mgr did not record the serial number and could not identify which bed was involved. Both employees are on leave with limited activities and are taking medication. One employee hurt their back and the other their shoulder. The hill-rom tech investigated and found the facility stores the beds unplugged in the hallway, not allowing the intellidrive batteries to fully charge. The hill-rom account mgr is scheduling an in-service, with the facilities staff, on the intellidrive system and recommended charging the beds' batteries while not in use.